Manufacturer narrative:
Addendum to the initial report. Based on a review of the patient's medical records, no conclusions can be made. The patient had multiple office visits post implant for incisional wound infection dressing changes. Approximately 5 months later, the patient underwent a revision procedure with partial explant of the alleged davol flat mesh. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of the patient's medical records provided to davol by the patient's attorney: (B)(6) 2000 - the patient underwent a total vaginal hysterectomy, uterosacral vaginal cuff suspension, pubovesical sling with alleged davol flat mesh, bilateral paravaginal defect repair, cystoscopy with suprapubic catheter placement and anterior and posterior colporrhaphy. (B)(6) 2000 - patient had multiple office visits for a wound check. Patient was found to have an incisional would infection. The patient was treated for a bacterial infection with antibiotics and wound care. (B)(6) 2000 - the patient underwent a revision/partial explant of alleged bard/davol flat mesh due to urinary retention and chronic uti. The patient's legal fact sheet alleged outcomes attributed to device of pain.

Event description:
The following was reported to davol by the patient's attorney: 06/14/2000 - the patient was implanted with a bard/davol "marlex" mesh during a total vaginal hysterectomy, vaginal cuff suspension, anterior and posterior colporrhaphy repair procedure. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records were limited to the patient implant operative report only. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.